Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a pacemaker implantation, , high right ventricular pacing threshold was observed on the low voltage lead. The lead was repositioned without complications. The patient was in stable condition following revision.